Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 76-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that during impella cp placement, the cp catheter was unable to advance past iliac bifurcation. Cp and wire removed with pigtail advanced to distal aorta for iliac angio. Tight calcified stenosis revealed in the left iliac artery (lia). The decision was made to abort the procedure and reschedule for axillary access approach.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. The clinical details states that the patient had calcified and tortuosity vessels condition. The cause of the delivery issue was patient condition related due to calcified and tortuosity vessels condition.